Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm if it could have contributed to the reported hyperglycemia, dehydration, and hospitalization. Lot release records could not be completed as the user did not report lot number for the device. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient¿s blood glucose reached 491 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient was admitted into the intensive care unit on (B)(6) 2017 due to experiencing symptoms of dehydration. Patient was treated in hospital with IV and insulin drip.